Event description:
During service of the device, the customer reported to the manufacturers field service engineer that the had unit alarmed and shut down during normal ventilation operation. The customer did not report the occurrence to the service engineer previous to service, and reported there was no patient harm. The service engineer was unable to duplicate the reported event. Review of the device diagnostic history noted a pressure sensors failure and data acquisition failure occurrences. Occurrences of a pressure sensors failure and data acquisition failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service engineer replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable as a precaution to address the findings. Applicable final testing was completed to operating specifications and testing passed.